Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned without a battery cap. All testing was performed with a test battery cap and upon startup the display was observed to be dim and discolored. The black box revealed dates from (B)(6) 2014 and showed no occurrences of the time/date defaulting. The time and date was accurately set at the start of the investigation. The pump was exercised for 24 hours, the battery was removed for 6 hours, and upon reinsertion, the time and date reset to 12:00 am 01/01/2007. The pump cover was removed for further investigation and an internal clock battery malfunction was observed to have occurred. (B)(6).